Event description:
It was reported that the ventilator goes into a constant reset loop with an audible alarm when on external power. The ventilator was not connected to a patient when the reported problem occurred.